Event description:
Customer reported a high blood glucose level, although the specific value was unknown and displayed as "high." Cause was not known. Customer implemented a correction bolus via pump and consulted with technical support, who recommended inspecting the site and equipment. Despite no issues with the infusion set, tubing, or insulin storage, it was advised that the customer consult with a healthcare professional for further evaluation of the blood glucose levels. The customer acknowledged this advice and planned to replace supplies as needed and continue insulin therapy.